Event description:
It was reported that a lead alert was detected during a routine follow up. The lead exhibited high impedance and oversensing with noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The defibrillation conductor was fractured and distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head). There was tissue on the helix.